Event description:
It was reported that symptomatic patient presented in emergency room with device that post-sensed t-wave oversensing. Patient received inappropriate therapy. Noise was also noted. No programming changes can be made to resolve the oversensing. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.